Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap the qc were failing due to biological contamination. This is a report of a single occurrence. No patient samples were affected. The following information was provided by the initial reporter: "...case was generated after concerns were raised by the customer about results they were generated from the phoenix instrument. However, after further interaction with the local application support team it is suspected, but not yet confirmed, that the problem is caused by contamination in the tubing of the phoenix ap device. "Since yesterday reading worries, some antibiotics are concerned and systematically come out resistant..."

Manufacturer narrative:
H6 investigation summary:the complaint of "suspected contamination " was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided instructed customer to replace the tubing, which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ ap the qc were failing due to biological contamination. This is a report of a single occurrence. No patient samples were affected. The following information was provided by the initial reporter: "...case was generated after concerns were raised by the customer about results they were generated from the phoenix instrument. However, after further interaction with the local application support team it is suspected, but not yet confirmed, that the problem is caused by contamination in the tubing of the phoenix ap device. "Since yesterday reading worries, some antibiotics are concerned and systematically come out resistant..."